Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller said the patient's bladder stimulator was not working, it wasn't doing them any good, it might have worked a little. It was noted they moved in june of 2017 and had not seen a doctor since they moved, they did not know whether the device was off or on.